Event description:
The customer reported having issues with the reservoir and infusion set. The caller mentioned experiencing low blood glucose as 54mg/dl and higher as 296mg/dl. The customer stated that he was attempting to fill, but the reservoir was not taking the insulin. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the reservoir was returned and it was broken from below the snap cap. Unable to perform the manual prime test.